Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was testing in the memory mode. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began three weeks prior to contacting lfs. It is not known how often the patient tests her blood glucose; however, the patient manages her diabetes with insulin (self adjuster). It is not known what action, if any, the patient took in response to the reported meter issue. It is not known if the patient tested her blood glucose with another device. According to the csr's documentation, after the alleged issue occurred, the patient developed symptoms of high and low blood glucose. It is not noted what specific symptoms the patient developed after the alleged issue began and the date/time when the patient developed the symptoms are not known. According to the csr's documentation, on an unspecified date/time the patient administered novolog and another unspecified insulin as self-treatment. At the time of troubleshooting, the csr noted that the alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
((B)(6) 2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. A secondary issue was also noted, the meter was found to have spc pin 3 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k061118.